Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the statement the device was not working was clarified to be the lead migrated led to failure of symptom control. The patient had hip pain but the hcp can't contribute that to the device. The cause was not due to normal battery depletion. The steps taken to resolve the issue include removal. The issue was not yet resolved. It was unknown the effect of the patient's exercises on the implant.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2kc22, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis 97800: the implantable neurostimulator (ins) passed functional testing. Product analysis 978b128: the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Continuation of d10: product ID 978b128 lot# va2kc22 , implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Device removal was on (B)(6) 2024.

Manufacturer narrative:
Concomitant medical product: product ID 978b128 lot# va2kc22 implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was to report that the device doesn't work and hasn't worked for over a year. Patient said that a manufacturing representative was at the healthcare provider's office when patient had x rays and it was determined that it had moved and the system isn't working. Patient said that for the past three weeks they have experienced problems with the device and believes that is what may be causing the pain in the right hip area, right at the neurostimulator site. Patient also said that when they step on their right foot, a pain shoots down about 6 inches and at night that area just hurts. When asked, patient said has not had any falls or trauma. Patient said has been going to exercise classes for about a year however just started working with a personal trainer in the last month. The patient was redirected to their healthcare provider to medically address the issue.  [See related event of lead migration of previous implant reported in (B)(4)].